Event description:
It was reported that the bd insyte¿ i.v. Catheter fell apart. The following information was provided by the initial reporter, translated from spanish to english: the packing is uncovered, and the tie is untied when the gripping mandrel and needle falls apart, generating a risk of puncture and contamination of the procedure. Fortunately, this detachment since, if the patient had been punctured the needle could have moved through the bloodstream.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone #: (B)(6).

Event description:
It was reported that the bd insyte¿ i.v. Catheter fell apart. The following information was provided by the initial reporter, translated from spanish to english: the packing is uncovered, and the tie is untied when the gripping mandrel and needle falls apart, generating a risk of puncture and contamination of the procedure. Fortunately, this detachment since, if the patient had been punctured the needle could have moved through the bloodstream.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 2096795, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was loose from the cannon. However, due to it being identified in a photograph the engineer could not identify that there was glue in the cannon. For a more detailed analysis, the presence of a physical sample would be necessary. Therefore, based off the provided photo the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for investigation a definitive root cause could not be determined.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 02-feb-2023. H6. Investigation summary: bd received a 22 gauge insyte device from lot 2096795 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was loose from the needle hub. Therefore, based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was likely a manufacturing defect caused by a failure with the adhesive dispense stations. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte¿ i.v. Catheter fell apart. The following information was provided by the initial reporter, translated from spanish to english: the packing is uncovered, and the tie is untied when the gripping mandrel and needle falls apart, generating a risk of puncture and contamination of the procedure. Fortunately, this detachment since, if the patient had been punctured the needle could have moved through the bloodstream.